Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the alyte® y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge).¿ (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced urinary tract infections, diffuse areas of punctate pneumoperitoneum within the abdomen and pelvis, multiple areas of hyperdense blood within the abdomen and pelvis with scattered air collections, mild bladder distention, colonic diverticulosis, infected pelvic hematoma, significant post-operative bleed requiring blood transfusion, chronic pyelonephritis involving the left kidney, post-surgical adynamic ileus, temperature spike of 101.5, congestive heart failure, hospitalization for treatment of acute renal failure and nausea, non-healing abdominal wound, infection of abdominal wound, in-office incision and drainage of abdominal wound, clostridioides difficile colitis, in-office suture removal from abdominal wound, two incisional hernias, panniculitis, intertrigo, candidiasis, intra-abdominal adhesions, recurrent abdominal hernia, vomiting, and recurrent intra-abdominal hematoma. The patient has required non-surgical interventions and multiple surgical interventions.